Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was noted that the guidewire was returned with the torque device stuck in the distal end, on removal of the torque device the distal tip appeared to have been shaped and was slightly kinked/bent, the guidewire ptfe coating was noted to be peeling in multiple areas to 40cm from the proximal end, the core wire distal end was observed through the distal tip dome, and the guidewire hydrophilic coating was hydrated there were no anomalies noted. A functional test was not required. The reported event was confirmed during the device analysis. The device failed to meet specifications when returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While the event description is unclear as to the reported problem, it is most likely that procedural or anatomical factors encountered during the procedure contributed to the reported event. An assignable cause of procedural factors will be assigned to the reported ¿device problem unknown/unclear¿ and analyzed defects ¿guidewire torque problem¿, ¿guidewire distal tip damaged¿, ¿guidewire distal end kinked/bent¿ and ¿guidewire ptfe coating peeling' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found the subject guidewire (ptfe) polytetrafluoroethylene coating was peeling/peeled. There were no clinical consequences to the patient reported as a result of this event.